Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump also had a cracked case at the display window corner, minor scratched liquid crystal display window, broken belt clip slot at the battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed button error. The customer stated that she took her blood glucose, which did display on the insulin pump, but she was unable to input her carbohydrates value. The customer's blood glucose was 211 mg/dl. She stated that she was unable to move from entering the blood glucose because all the buttons would not work. The customer did not recall any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.